Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to have their device taken out as it had not helped they all that much. Specifically, they had a loss of therapeutic effect. This occurred 2 months after the device was implanted. They stated that they had to urinate every 5-7 minutes and this happened up to 45 mins to an hour. The patient also stated that when they drank water or coffee, it ¿paralyzes her bladder or makes her pee excessively¿. Actions taken prior to the report was that the patient tried increasing the stimulation, which helped, but they had an issue of ¿it shocking¿ them when bending over (occurred since implant ¿ (B)(6) 2018). They patient mentioned they had never tried switching programs. When they tried to use the programmer, the patient initially saw a splash screen when trying to synchronize (this was noticed on (B)(6) 2018). They were us ing rayovac high energy batteries which worked fine for a month prior. During the report, the patient switched to alkaline batteries and confirmed this resolved the splash screen issue. Using the programmer the patient switched from program 1 at 1.9 volts to program 2 at 1.9 volts. The patient felt the stimulation in the correct bike seat area (felt in the crotch). The patient was redirected to their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.